Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the medical engineer: the black wire was loose but still intact. There was no loss of cautery or sign of thermal damage. No arcing was observed. There was no fragment falling into the patient¿s anatomy. Isi did receive the maryland bipolar forceps instrument to perform failure analysis (fa). The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the maryland bipolar forceps (mbf) conductor wire was damaged. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.